Manufacturer narrative:
While troubleshooting, the shutdown was discovered to be due to a bad power supply. The customer was provided with a replacement power supply, which resolved the issue. Details of the complaint: customer reported that power turned off to their cns and they were unable to power it on. Power supplies were swapped between units and the problem followed the initial power supply. Later clarification of the event was reported by the user: hospital did a monthly generator test and the cns was plugged into a ups that failed once the power was interrupted. Ups was replaced and the cns was working fine. Investigation result(s): the root cause of the issue was determined to be a bad power supply (ups). Customer was provided with a replacement power supply and the issue was resolved. This is not a malfunction of the cns unit. There was no known impact or consequence to the patient that was reported. The issue is readily detectable by hospital staff and the failing equipment can be exchanged for working equipment to continue monitoring patient vitals. If the ups fails, the cns can be plugged into the wall to continue monitoring patient vitals. This complaint record does not require further investigation and can be qa closed as investigational information within the record indicates that the issue was caused by the ups failing.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, customer reported that power turned off to their cns and they were unable to power it on. Power supplies were swapped between units and the problem followed the initial power supply. Later clarification of the event was reported by the user: hospital did a monthly generator test and the cns was plugged into a ups that failed once the power was interrupted. Ups was replaced and the cns was working fine. Service requested exchange. Service performed the customer clarified that the issue was resolved by replacing the ups. Investigation result the device was put into service on 01/29/15, which is over 3 years prior to the reported issue. A review of device history found no previously reported issues with power or ups for this unit. The cause is determined to be power issues caused by generator test/ups. The issue was resolved by replacing the ups. Information on the age and condition of the ups is not provided. There were no further reported issues with the ups of this unit. The root cause of the failure of the ups could not be determined. There was no known impact or consequence to the patient that was reported. The issue is readily detectable by hospital staff and the failing equipment can be exchanged for working equipment to continue monitoring patient vitals. If the ups fails, the cns can be plugged into the wall to continue monitoring patient vitals. This issue is not suspected to be caused by deficient cns design.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down and would not power back on after a generator test.

Manufacturer narrative:
While troubleshooting, the shutdown was discovered to be due to a bad power supply. The customer was provided with a replacement power supply, which resolved the issue. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down and would not power back on after a generator test.